Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 one infusion set cannula was crimped and patient faces symptoms within 3 or more hours after insertion and infusion set is long for 4 and a half hours. The site of insertion is thigh. No further information available.